Manufacturer narrative:
The initial medwatch report indicates: (B)(4). The initial medwatch report should indicate: (B)(4).

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons illuminated, the device likely does not have sufficient power to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. Physio-control recommended that the customer replace their device due to the age and that there are no repair options available. The customer has not authorized return of the device to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.